Manufacturer narrative:
Unknown event date. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, the tip of the cannulated hexagonal screwdriver was noticed to be bent and would not allow an unknown pin to pass through it. There was no patient involvement. Concomitant device reported: unknown pin (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot, part # 314.05, synthes lot # a4hv068, release to warehouse date: 16 sep 1998, manufactured by synthes brandywine. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on an unknown date, during inspection, the tip of the cannulated hexagonal screwdriver was noticed to be bent and would not allow an unknown pin to pass through it. There was no patient involvement. Concomitant device reported: unknown pin (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage and functional/device interaction. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (p/n: 314.05, lot number: a4hv068) was received at us cq. Visual inspection of the complaint device showed the tip of the device was severely deformed. The tip shape was closer to an ellipse than hex, which is indicative of the unable to assemble allegation. Functional test: a functional assessment could not be performed since the mating devices were not returned. However, the tip shape is indicative of a mating device being unable to assemble. Therefore, the complaint is able to be replicated. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Investigation conclusion: this complaint is confirmed as the tip of the complaint device is deformed and would not be able to assemble with a mating device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.